Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported tones from the implantable cardioverter defibrillator (ICD). The clinic contacted boston scientific technical services (ts) and upon review of the remote home monitoring data noted high out of range pacing impedance measurements of greater than 2500 ohms for the ICD and another manufacturer's ra lead, which was the reason for the tones. The clinic noted they were aware of the high impedance measurements and would continue to monitor until normal device replacement procedure. The ICD and ra lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the clinic contacted the patient who reported the ICD was no longer emitting tones, thus they did not bring the patient into the clinic. The clinic stated they suspect the cause of the high impedance to be a fracture of the other manufacturer's ra lead, however this has not been verified. The ICD and ra lead remain in service and no adverse patient effects were reported.